Event description:
Victim apeared to be confined between bed and rail. Victim also suffered positional asphyxia by bed rail compression and severe dementia. While actual date of death was apparent, it was only upon "charge" of cause of death by county coroner on 2/14/00 that triggered any requirement for reporting. Home does not agree with the conclusion reached by the coroner and did not initially recognize its need to file.